Event description:
Additional information received from a manufacturer representative. It was reported that the patient complained of severe recharge difficulties since 2019. From the data reports, it was noted that when the battery was recharged, the ins recharged with excellent coupling and the time was in the expected optimal timing. There was a recording of a loss of stimulation due to the fact that the ins was discharged to 1%. Overall there were no problems with recharging noted from the reports. It was reported that the stimulation parameters were quite high, which could explain the patient's daily recharge needs. Most of the time the coupling was excellent and the recharge frequency was in line with what was expected.

Manufacturer narrative:
The event date has been corrected. Date inaccurate, only the year is valid. Continuation of concomitant medical products: product ID neu_unknown_lead, lot# unknown, product type: lead; product ID: neu_unknown_lead, lot# unknown, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep reporting that they connected several times to the ins to start the cycle mode. A second time to try to decrease the charging frequencies. It was unknown if the issue resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative reporting that the following message displayed on the screen "recharger problem / cannot continue / disconnect recharger call medtronic.¿

Manufacturer narrative:
Concomitant medical products: product ID: 97745, lot#:, serial#: (B)(4), implanted:, explanted:, product type: programmer, patient. Product ID: 97755, lot#:, serial#: (B)(4), implanted:, explanted:, product type: recharger. Product ID: neu unknown lead, lot#: unknown, serial#:, implanted:, explanted:, product type: lead. Product ID: neu unknown lead, lot#: unknown, serial#:, implanted:, explanted:, product type: lead. Other relevant device(s) are: product ID: neu unknown lead, serial/lot #: unknown, ubd:, UDI#:, product ID: neu unknown lead, serial/lot #: unknown, ubd:, UDI#. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the manufacturer representative (rep) reported that the remote control had difficulties to connect to the stimulator. There was a report that the battery discharges a lot and charging can go to 6 hours. Factors that may have led or contributed to the issue reported that one plot of the lead was greater than 10,000 ohms. There was 1 surgical lead and 2 quad leads. One plot of the quad lead was greater than 10,000 ohms. Actions taken included a change of the remote control and charger. There was a change of the programmation of the stimulation. It was unknown if the issue was resolved and no surgical intervention occurred or was planned. Additional information received reported that the cause of the issue was not determined. Actions included a change of the remote control, change of charger, and change of programmation. The outcome remains unknown as they would see the patient in september.